Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient with an implantable neurostimulator (ins). The caller reported the patient was having an MRI not related to the ins. The caller reported the patient told her the ins "hadn't worked in years" but the caller was unsure if that meant it wasn't beneficial or if it was due to normal end of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.